Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the patient felt like ¿the only thing her implant is working" was when the programmer was on and connected to the ins. The patient clarified that by ¿not working¿ they meant that they did not feel the stimulation and was not getting therapeutic effect. It was noted that the patient had frequency where they had ¿to go to the bathroom¿. Using the programmer, it was determined that the stimulation was on and on program 4 at 0.7 volts. The patient was told by their healthcare professional (hcp) not to make any adjustments without their (or the manufacturer¿s representative) knowledge. The patient also mentioned did not want to turn it up too much because they had a small bladder. It was noted that the patient was to see the nurse at the hcp¿s office today at 1:30 so they were going to wait to make any changes until then. There were no further complications reported or anticipated.